Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience xpedition 3.5 x 28 mm stent could not be deployed during the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - changed from estimated date (B)(6) 2016 to actual occurrence date (B)(6) 2016. Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported failure to deploy were unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, it was reported that the xience xpedition 3.5 x 28 mm stent did not open in the lesion [inflated] during the procedure and a new unspecified device was used. There were no adverse patient effects or clinically significant delay in the procedure reported.